Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp valve of the bronchovibervideoscope was disengaged. The issue occurred during preparation for an unspecified diagnostic procedure which was completed using another similar device. There were no reports of delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc290f chapter 3 preparation and inspection 3.9, inspection of the endoscopic system inspection of the instrument channel. If significant resistance is encountered and insertion becomes very difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endotherapy accessories with excessive force may damage the endoscope and/or the endotherapy accessories. Confirm that the tip of the endotherapy accessory is closed or retracted into its sheath and slowly insert the endotherapy accessory into the forceps port of the forceps/irrigation plug. Do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while inserting it into the channel. The endoscope and/or the endotherapy accessory may be damaged. Olympus will continue to monitor field performance for this device.